Manufacturer narrative:
Final device investigation found that the device was returned with a severe burn through the middle of the pad and a section of the pad lifted from the jaw and the blade blackened from use. The center of the pad was either missing or melted into the rest of the pad. Upon evaluation, the device passed all mechanical and electrical testing. The device history record was reviewed and no discrepancies were noted.

Event description:
It was reported that during the procedure the tip of the device fell off into the patient and was retrieved with laparoscopic grasping forceps. Another device was used to complete the procedure. There was no patient injury.